Event description:
Aooriximately six months after receiving a cypher stent in the proximal right coronary artery, the patient had restenosis. The restenosis was treated with another cypher stent. The patient was discharged from the hospital in a stable condition. This male patient had the following medical history: angina pectoris, past history of pci, chronic hf, aortic incompetence, hypertension, lipid metabolism abnormality, diabetes and smoking. This patient was part of a study. The target lesion was the proximal right coronary artery. The vessel was an in-stent restenosis of a bare metal stent (competitors product). Concentric, tubular, ostial, with no tortuosity or calcification. The diameter of the vessel was 2.49m and the lesion length was 16.39mm; preprocedure stenosis was 59.1% aha/acc classification of the vessel was a type b2 . It was an elective case. Radial approach was chosed for the procedure. Predilation was conducted with a balloon (3.00x20mm) at 20 atmosphers (atm). Inflation time was unknown, a cypher (3.0x28mm) (lot 10305070) was implanted at 16atm for 16-30 seconds. Post dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 25.3%. Ivus was not conducted. Approximately five months later, a follow up coronary angiography was conducted and focal restenosis was observed at the proximal edge of the implanted cypher. There was 90% stenosis. The patient did not complain of any chest pain. To treat the restenosis, a cypher (3.0x18mm) (lot unknown) was implanted at 16 atms inside the initial cypher as a stent in stent. Inflation time was unknown. The residual % of the stenosis was 25%. Two days later, the patient was in stable condition and was discharged from the hospital.